Manufacturer narrative:
Device was used for treatment, not diagnosis. A product development investigation was performed for the subject device (holding sleeve 105mm, part number 394.46, lot number unknown.) Please note that the wing screw, part number 831, also reported for this complaint, is a component of the holding sleeve. Evaluation by the customer quality engineer shows that this holding sleeve is part of the large distractor. It functions by tightening down the wing screw using the 4.5mm pin wrench to secure the schanz screw in the holding sleeve. The system overall aids in fracture reduction and holds provisional stabilization prior to definitive treatment. This information is provided per the large distractor- femur technique guide and the large distractor- tibia technique guide. The holding sleeve was received with a broken wing screw and with the schanz screw captured inside the holding sleeve. Due to the broken wing screw the schanz screw cannot be removed. However, the schanz screw shaft is in functional condition with no detected issues that would contribute to the complaint condition. The wing screw of the holding sleeve shows a torsional break on the shaft portion. The threaded portion is captured in the body of the holding sleeve and the head portion was not received. There are surface scratches over the length of the device and the edges show wear. Thus, the complaint condition is confirmed and consistent with the reported condition. Replication of the complaint condition is not applicable as the device is already broken. As the exact manufacture date for the holding sleeve is unknown a review of the current design drawing and available history for the top level drawing, the wing screw component, and the sleeve component was performed. Based on the etchings, the device was manufactured prior to march, 1999. During the investigation no product design issues or discrepancies were observed that may have contributed to the complaint condition. The returned parts were determined to be suitable for their intended use when employed and maintained as recommended. The overall complaint condition is the result of the broken wing screw. This resulted in the threaded portion of the wing screw becoming stuck in the holding sleeve; thus, not allowing the schanz screw to be released. The cause of this break is consistent with torsional forces beyond the yield limit of the wing screw. However, the root cause of this force cannot be definitively determined given the unknown circumstances at the time of the issue, the unreturned wing screw head, and the unknown care and maintenance during the over 17 years since the date of manufacture for the holding sleeve. During the investigation no product design issues or discrepancies were observed that may have contributed to the complaint condition. The device was manufactured prior to march, 1999. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The subject device has been received and is currently in the evaluation process. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. (B)(6). (B)(4). Device is an instrument and is not implanted/explanted. Device is expected to be returned to synthes manufacturer for evaluation /investigation, but has yet to be received. Subject device has not been received. Without a lot number, the device history record review and the investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a tibial plateau fracture reduction took place on (B)(6) 2016. During the procedure the wing nut broke off in the holding sleeve during the tightening of the femoral distractor. The surgery was completed successfully with the same instruments and without surgical delay. All broken fragments were retrieved from the patient. The patient status was reported as "fine" post-surgery. In addition, the schanz pin was also reported as being stuck with the holding sleeve and was able to be removed at the end of the procedure. This report is 1 of 2 for (B)(4).